Manufacturer narrative:
Additional information: it was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. Patient underwent mesh revision of vaginal mesh on (B)(6) 2005 due to vaginal pain, discharge, and painful intercourse. It was reported that patient underwent a vaginal mesh removal on (B)(6) 2006 due to vaginal pain, discharge, painful intercourse, and acute side pain. It was reported that patient underwent a mesh sling removal and tissue graft removal on (B)(6) 2006 due to chronic lower right side pain. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent laparoscopic enterolysis, laparoscopic retropubic dissection, laparoscopic removal of mesh sling, vaginal sling removal, and removal of sling from the right abdominal wall on (B)(6) 2008 due to right lower quadrant pain, vaginal pain, and previous retropubic mesh sling in 2005. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.